Event description:
The manufacturer received information alleging a millennium oxygen concentrator did not have steady flow and the patient was admitted to the hospital. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The diss outlet is cracked. The diss outlet was replaced to address the issue.